Event description:
It was reported that prior to starting a da vinci surgical procedure, the site experienced an error code 802 when starting the da vinci system. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted that error codes 23 and 17 were pointing to a gbit cable. An error code 23 indicates that a node reported a hardware fault in the wheel communication. An error code 17 indicates a node faulted attempting to read the data from the wheel. The tse also confirmed that the error code 802 had occurred. An error code 802 is a non-recoverable battery related error from patient side cart (psc) and is triggered when the system detects that for some reason psc cannot provide back-up battery power. Tse asked the nurse to check all the cables and the nurse mentioned that the battery leds were off on the psc. The fse had the site emergency power off (epo) all the components and restart the system. The system was not showing the error code 23 or 17; however the system was displaying an error code 802. The psc battery leds were on. The surgeon was unsure whether the psc was connected to the power during the night. The surgeon decided to wait 30 minutes and tried to restart the system again; however, the issue persisted again 30 minutes later. When the psc was off, the battery leds were green. When the system was rebooted, the battery leds would go off. Due to the reported error code 802, the surgeon made the decision to abort the da vinci case post anesthesia. No further clinical information was provided. On (B)(4) 2014, an isi field service engineer (fse) performed a field evaluation at the site. The fse resolved the error code 802 issue by replacing the battery and electronic auxiliary power board (apb). The fse also repaired the da vinci surgical system to original equipment manufacturer specifications and verified that the system was ready for use.

Manufacturer narrative:
The device has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the device is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical has made several attempts to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. This complaint is being reported due to the following: due to the reported error code 802, the surgeon made the decision to abort the da vinci procedure post anesthesia.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the battery box involved with this complaint and completed investigations. Failure analysis investigation was able to replicate the reported issue by installing the unit into a printed circuit assembly (pca) system and the device failed at startup with an error code 802. An error code 802 indicates a low voltage during start up. Intuitive surgical, inc. (Isi) has also received the aux power board involved with this complaint and completed investigation. There was no trouble found with the board and the board was in good condition. After further review of this complaint and investigation, isi determined that recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on the information provided this MDR report is being retracted.